Event description:
Litigation alleges that the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patients acetabulum, caused severe pain, and inhibited patients ability to walk. Bilateral.

Manufacturer narrative:
Update: (B)(4) 2012 - the complaint is being reopened because it has been reported that the patient was revised bilaterally on (B)(6) 2012 to address pain. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened because the patient has now been revised and additional information is now available. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
The patient harm and patient name were updated and added pe code and patient dob. Stem and cup were added to the impacted product due to the loosening and elevated metal ions.

Event description:
Litigation alleges that the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patients acetabulum, caused severe pain, and inhibited patients ability to walk. Update: 11/29/2012 - the complaint is being reopened because it has been reported that the patient was revised bilaterally on (B)(6) 2012 to address pain.